Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of a stent's positioning issue. Imdrf impact code f1001 captures the absence of treatment on the patient. Imdrf impact code f2301 captures the additional device required to remove the stent.

Event description:
Note: this report pertains to one of the two devices used on the same patient. Refer to manufacturer report number 3005099803-2024-01391 and 3005099803-2024-01392 for the associated device information. It was reported to boston scientific corporation that two ultraflex tracheobronchial covered distal stents were to be implanted in the lower left lobe of the lungs to treat bronchial strictures secondary to lung cancer during a bronchial stenting procedure performed on (B)(6) 2024. During the procedure, while attempting to place the first ultraflex tracheobronchial stent (the subject of MFR. Report number 3005099803-2024-01391), the stent deployment suture got stuck causing the shaft to bend. The stent was able to fully deploy; however, it moved away from the intended position. A second ultraflex tracheobronchial stent (the subject of this report) was opened and the same problem occurred. The stents were removed from the patient with forceps, and the procedure was eventually canceled and rescheduled for later the same day. There were no patient complications reported as a result of this event.